Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: needle not retracking upon advancement. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. None reported.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number: 381433 and lot number: 4304285. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.